Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the kidney during a ureteroscopy procedure performed (B)(6) 2019. According to the complainant, during the procedure, the balloon burst during inflation. Reportedly, the transparent balloon portion of the device that detached was not retrieved, the procedure was completed with another passport balloon dilation catheter. There wrere no patient complications reported as a result of this event.